Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2011. The caller stated that the cause of death clogged arteries; two of the arteries were gone - they had clogs in them. The caller stated that the customer was diagnosed the same day of the angiogram and never came out of it. The caller stated that the customer had uncontrolled diabetes, heart disease, and high cholesterol. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated that they no longer have the customer's insulin pump. The customer did not use sensors.